Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf impact code f1001 captures the reportable event of cancelled procedure post sedation.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial covered distal release stent was used during a bronchial stent placement procedure performed on (B)(6) 2024. During the procedure, the black stent deployment suture was detached. The procedure was not completed due to this event. There was no patient complication reported as a result of this event.